Manufacturer narrative:
Section b5, d10, h3: additional information. Manufacturer's investigation conclusions: a correlation between the findings of the evaluation of (B)(6) and the patient¿s expiration cannot be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned unattached from the pump cable. The sealed outflow graft was returned secured to the pump cover outlet port. The outflow graft clip was also returned. The outflow graft bend relief and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula revealed a biological collagen lining along the proximal opening. The deposition was strongly adhered and did not appear to occlude the blood flow pathway. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the device had been working as expected at the patient's previous follow-up appointments.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found dead at home with no known cause. The pump was explanted and would be returned for evaluation. No further information was provided.